Event description:
Information received indicates the trend function is not working on the bed.

Manufacturer narrative:
The technician found the trend cylinder was not holding. He replaced the trend gas shock assembly to repair the bed.